Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the lead was replaced with a new lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.